Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the atrial egm seems to be shifted in the printout of an episode. Ventricular oversensing was also diagnosed and the patient is scheduled for revision. Preliminary analysis results showed that the noise oversensing most probably resulted from a defibrillation lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the atrial egm seems to be shifted in the printout of an episode. Ventricular oversensing was also diagnosed and the patient is scheduled for revision. Preliminary analysis results showed that the noise oversensing most probably resulted from a defibrillation lead issue.